Event description:
It was reported by pt, that he underwent bilateral total hip arthroplasty in 2006. At about 27 months post-op, pt began experiencing right hip pain. X-rays and a bone scan were negative for loosening. His surgeon has recommend a revision, which is not scheduled at this time.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.